Manufacturer narrative:
On november 21, 2022, mentor received additional information indicating that the patient also suffered the following symptoms: mini-stroke, brain fog, breast implant illness, mental illness, post-traumatic stress, body dysmorphia, and abnormal growth on thyroid. In addition, the left breast is also harder than the right breast and the patient thinks it could be capsular contracture. She has a chest pain that goes down her left arm. After clinical review of this file performed on 11/22/2022, it was decided to add health effect - clinical code e0401 (autoimmune disorder) to more accurately capture the reported fibromyalgia.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was a (B)(6) year-old caucasian female who underwent breast augmentation revision procedure with mentor smooth round high profile 500cc saline breast prostheses in (B)(6) 2005. The patient began experiencing the following in 2014: body aches which worsened into greater pain all over the body, imbalance of bacteria in intestine, infectious colitis, prone to urinary tract infections, dry mouth, costochondritis. Chronic fatigue, gastritis, fibromyalgia and digestive issues. The patient is taking lyrica and lexapro. The patient's devices are still implanted. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the right breast prosthesis.